Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality document accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this patient presented with pleural chest pain and palpitations. A device interrogation revealed this right ventricular lead was not functioning appropriately. A lead perforation was then confirmed with an echogram and x-ray. The lead was removed and a new lead was placed. The lead has not been returned. Should additional information become available, this report would be updated.